Event description:
1974-1981 silicone implants became hard, rptr c/o uncomfortable, out of shape, and hot sweats, feeling achy. 1981 - cancer of right breast and fibrocystic disease of left breast. Modified radical mastectomy performed on right breast along with bilateral salpingo-oopherectomy. 1982 - reconstruction right breast and a subcutaneous mastectomy with immediate reconstruction performed on left side. Another co's prosthesis implanted. 2/17/83 - capsulotomy of right breast performed. Prosthesis explanted and reinserted in the right side. 12/8/84 - surgery to remove implant on right side and replace with new implant. Due to hardening & spherical contraction, burning sensation, discoloration of skin and just not feeling well all around. Great distortion to right breast. 9/26/86 - closed capsulotomy executed on right breast. 11/7/86 - closed capsulotomy executed on right breast. 12/19/87 - surgical capsulotomy of right breast. Implant had a capsule growing around it causing it to be out of shape and hard. Capsule was released and implant was put back in the right side. 6/10/87 - nipple areolar reconstruction right breast. Open capsulotomy right breast. 12/19/89 - open capsulotomy right breast. 8/3/95 - surgery to remove right and left silicone implants and replace with saline implants. Ruptured left implant was discovered during this surgery. Also reports: 10/6/89 - recurrent capsular contracture, aching discomfort-redness-hot-distortion of right breast. Implant dates: 12/8/84, 6/10/87, 8/3/95.